Manufacturer narrative:
Clarification to h.4.: november 2020. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information clarified the event as "xen moved too far subconjunctival during implantation and no longer connects to the anterior chamber. (Illegible). Xen not visible subconjunctival, not in anterior chamber." Two weeks later, a 2nd xen was implanted. The device remains implanted.

Manufacturer narrative:
(B)(4). The event of "high intraocular pressure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported a xen® gts event described as "moved too far subconjunctival and no longer connects to the anterior chamber. Day 1 the eye pressure was 11, but now it is at already 41mmhg. There seems to be a small bleb, but the xen is no longer visible subconjunctival." A 2nd xen® was implanted.